Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient passed away on (B)(6) 2021. The cause of death is unknown and was not provided by customer. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the hm3 lvas, including death. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.